Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 1 month post-implant of a 26mm sapien 3 valve via transfemoral approach, the valve was explanted due to severe aortic stenosis caused by severe calcification of the tavr valve leaflets. The tavr valve cage was adhered to the aortic wall with extensive calcification surrounding the cage and the patient's native aortic valve was also very calcified. A 25mm non-edwards surgical valve was implanted in replacement. Patient outcome was good. An echo previously performed showed elevated velocity and elevated mean gradient, so the patient was put on eliquis. Approximately one month later the patient presented to the ER with melena, a hemoglobin level of 6.8, and esophageal bleeding. Patient subsequently underwent surgery to correct the gi bleed. CT surgery was consulted during the hospital admission. An echo was performed showing a velocity of 5.0 m/s, valve area of 0.2 cm2, and mean gradient in the 80s leading to the decision to explant the valve. The valve was discarded.

Manufacturer narrative:
The device was not returned for evaluation. A photo of the post-explanted valve was provided and the following was observed: frame appeared to be covered in a significant amount of blood/host tissue, so the calcification could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on medical record. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 4 years and 1 month post-implant of a 26mm s3 valve via tf approach, the valve was explanted due to severe aortic stenosis caused by severe calcification of the tavr valve leaflets. The tavr valve cage was adhered to the aortic wall with extensive calcification surrounding the cage and the patient's native aortic valve was also very calcified." Additionally, as noted in the medical report, the patient had history of severe aortic stenosis, diabetes mellitus (dm) ii, and hypercholesterolemia. It is well known that patients with pre-existing co-morbidities and prior history of stenosis of the native valve may be predisposed to bioprosthetic calcification. Diabetes mellitus (dm) can be a risk factor for bioprosthetic heart valve calcification. Hypercholesterolemia can also be a risk factor for calcification as there are pathophysiologic similarities between calcification and atherosclerosis. As such, available information suggests that patient factors (hypercholesterolemia, diabetes, pre-existing valvular disease process) may have contributed to the reported event.